Manufacturer narrative:
(B)(4). Date of initial report: 01/23/2015. Visual examination of the incident electrode found the insulation torn and scratched along the entire length of the insulation. The opaque ptfe insulator had disengaged and was returned with the electrode. The insulator is melted as if exposed to excessive heat. There is evidence the electrode may also have been cleaned with an abrasive material. The instructions for use state cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode becomes damaged, it should be discarded. Do not exceed maximum power limits as stated in the IFU. Exceeding these power limits may result in patient injury or product damage.

Event description:
The customer reported that a piece of plastic fell off the electrode during use. It was recovered from the field. There was no patient injury.